Manufacturer narrative:
(B)(4). (B)(6).. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was not functioning, defective, motor and printed circuit board were out of order. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device motor was making noise sometimes when the surgeon was pressing the trigger and the device was not responding. It was not reported if there were any delays to the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Further evaluation determined that the control unit was not functioning and defective. It was also noted that the device failed pre-test for status of development, general condition, marking and labeling, check the attachment coupling, cannulation and battery case coupling. Therefore, the reported condition was confirmed. It was further determined that the additional root cause was due to improper maintenance, which is also user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.